Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead was capped and replaced on (B)(6) 2016 due to oversensing. No further information is available at this time.